Manufacturer narrative:
Two opened knives with foam protectors one in a blister and 1 loose in a pouch were received for the report of unsuitable for use and do not cut. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and both samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples were found to be visually and functionally conforming, therefore a blades do not cut as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knives were manufactured to specifications. However, a nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery it was found that the ophthalmic knife was not cutting. The surgery was completed by replacing the knife and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).